Event description:
It was reported by service report that the bed lift is drifting down and there was unintended motion. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damaged siderail cable, faulty nut in lift motor.